Manufacturer narrative:
Block h6: medical device problem code a: 1670 investigation findings code c: 4248 investigation conclusion code d: 18. The device has been discarded by the hospital and is therefore not available for technical investigation. According to the information provided by the user, the lesion in the appendiceal orifice was difficult to reach. When attempting to apply the clip, the application ring could not be seen because of the blood. The handwheel was not turned enough resulting in the clip to not deploy. The clip application was not verified prior to tissue resection, resulting in a perforation. The perforation was closed with clips and the patient was sent to surgery. The review of the manufacturing-related documentation did not reveal any indications of a product deviation or malfunction. It is stated in the instructions for use that the application ring must remain visible and be observed. Only when the application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instructions for use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue.

Event description:
The cftrd clip was not deployed prior to tissue resection, resulting in a perforation. The perforation was closed using overstich and the patient was sent to surgery.

Manufacturer narrative:
The device in question was not returned and is therefore not available for technical investigation. At present, only very limited information is available, which is not sufficient to analyse the root cause.